Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14681. It was reported that the patient presented in the hospital with an abscess and systemic infection. There is no known allegation from a healthcare professional that suggests the infection was related to the implantable cardioverter defibrillator system. No vegetation was noted on the right ventricular lead. The physician explanted the device and the right ventricular lead. The patient was in stable condition post-procedure.